Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) was connected during priming on the homechoice (hc) device. During the troubleshooting of an unrelated issue, the care giver (cg) informed the technical service representative (tsr) that the hp was connected during prime. The tsr had the cg cycle the power on the hc and assisted the cg in ending the therapy. The cg understood that the hp was connected too soon and that they needed to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.